Event description:
It was reported that the patient presented in the hospital and was diagnosed with cardiac perforation and tamponade. Pericardiocentesis was performed and the right ventricular lead was extracted. The lead was not repositioned since a clot was observed on imagery. A new lead was successfully implanted. The patient was stabilized and sent for monitored care. During the post operation check, on (B)(6) 2017, the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.